Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple occlusion alarms occurred. Due to the occlusion alarms, the customer requested an additional correction bolus which led to a blood glucose (bg) level of 40mg/dl. Glucose tablets and carbohydrates were consumed to address the bg level. The customer stated that scar tissue was not the cause of the occlusion alarms that were being experienced. An infusion set site change was performed and insulin deliveries were successfully resumed.